Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h10, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The returned device was visually examined, and the following was observed: evidence of water damage present on bottom of pouch. Seal in water damage area remains intact and not weakened, but sterility was likely compromised. No other evidence of water damage or other abnormalities present. No dimensional or functional testing was relevant to support the root cause investigation for this complaint. The event is confirmed through visual observations. Provided device-related imagery was evaluated and the following was observed: packaging pouch appeared to be sealed, and water stains were observed at the corner of the pouch. Through extensive complaint investigations, product packaging damage events for any edwards device have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to shipping and handling. The complaint for packaging - inadequate, sterility compromised was confirmed based on provided imagery and returned device evaluation. Available information suggests that factors related to shipping and handling likely contributed to the event as it was reported that during unloading of devices from the loading dock, the devices were found potentially exposed to water during shipping. Shipping and handling include various factors that may contribute to damage of the container, shelf box, or shipper box. This damage typically occurs during transportation of the packaged device between edwards' distribution centers and the relevant sites where products are used or as a result of mishandling of the packaging. Damage to the packaging during shipping and handling occurs outside of edwards' control. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during unloading of devices from the loading dock, a 16f esheath+ and a 23mm commander delivery system were potentially exposed to water during shipping. Sterility could not be certain, so the devices were not used in the field. The fcs did however open the packages to ensure they should not inadvertently be viewed as sterile, and they were going to be used as demo models. The devices and packaging (minus the red and white boxes will be returned for investigation.